Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to change the infusion set twice. Blood glucose value was 558 mg/dl at the time of the incident. The customer treated the high blood glucose value with a syringe. Troubleshooting was performed and air bubbles were discovered in the reservoir. The customer stated that they did not allow the insulin to come to room temperature previously during normal use for the customer. The customer was advised to change out the reservoir after the insulin has been allowed to come to room temperature. Nothing will be replaced or returned.